Manufacturer narrative:
(B)(4). Concomitant medical products: part 195216 , lot 396440 - vngd xp intlk fmrl lt 65mm, part 195757 , lot 283010 - vgxp xp inlk pri tib tray 75mm, part 195886 , lot 450300 -vgxp xp e1 tib brg lm 11x71, part 195816 , lot 126930 - vgxp xp e1 tib brg ll 11x71. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2018- 00791, 0001825034- 2018 -00801, 0001825034- 2018- 00808, 00018250340-2018- 00806. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 -reported pain post op for left knee.